Event description:
A medical centre in (B)(6) reported that an rd900aeu neopuff infant resuscitator "had to be zeroed three times via a pm check within one month from purchasing the unit". No patient consequence was reported.

Event description:
A medical centre in (B)(6) reported that an rd900aeu neopuff infant resuscitator "had to be zeroed three times via a pm check within one month from purchasing the unit". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (fph) inspection. An attempt was made to obtain the complaint device or additional information about the reported complaint but no reply was received from the medical centre. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We were unable to determine definitively the root cause of the reported fault. All neopuff units are visually inspected and performance tested prior to leaving the production line and those that fail are rejected. This suggests the subject neopuff unit was damaged post production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The medical centre recently reported to fph service centre in (B)(4) that their neopuff "seems to be working fine again".